Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring trend for shock impedance out of range greater than 150 ohms intermittently since february 6. The last two days has returned to normal. Patient was checked in office this morning and impedance was normal and no noise seen. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.